Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no reported impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, but the issue persisted, leading to the decision to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure continued insulin delivery.